Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial#: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seen in the clinic for progressive skin deterioration/red flaky skin over the ins site on the left chest wall. They were given topical and oral antibiotics. Three weeks later they were seen at the neurological center for evaluation of exposed ins. The ins and extension were explanted and not replaced. The event was considered resolved on (B)(6) 2016. It was noted the event was related to the device/therapy and not related to the implant procedure. No further complications were reported as a result of this event.